Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2015 to report that the receiver displayed a hardware error on (B)(6) 2015. The distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. A functional test was performed and it passed. The receiver log was reviewed and it passed. The receiver was opened to perform internal inspection, a defective u2 assembly was found to prevent memory from retaining. The reported event of a hardware error was confirmed. A root cause was determined to be a defective u2.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial follow up submissiion. The complaint device was returned for evaluation. The receiver will boot and charge. The device was visually inspected and no defect was found. Performed receiver download and no data was found for the issue date. The receiver case was open for internal inspection and passed. The reported event of a hardware error was not confirmed. A root cause could not be determined.